Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to the sensor not providing readings on the non-tandem continuous glucose monitoring system, the customer was unable get blood glucose (bg) readings. Customer's bg decreased to 41 mg/dl. To treat bg, the customer consumed dinner. Recommendation was made to consult with healthcare provider regarding diabetes management.